Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus for evaluation. Olympus b)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure and corrosion of the video connector pins which caused no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user (a nurse) that the image of the subject device was not displayed at the preparation of the unspecified procedure. The user replaced to another video processor, optera 170 systems. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus vietnam, omsc concluded that the reported phenomenon was attributed to following causes; the image of the subject device was not displayed when the subject device was connected to the endoscope. It might have occurred due to the operational amplifier failure on the printed circuit board of the subject device, because the subject device has been manufactured before the design change had been made for the operational amplifier on the printed circuit board. It was found corrosion of the video connector pins which caused no image. It might have occurred when the user used the endoscope or scope cable with the electrical contacts not sufficiently dried or with foreign matter (chemical residue, scale, sebum stains, dust, gauze fluff, etc.). Corrosion of the electrical contacts could be caused the electrical contacts to become unstable, affect the image transmission between the subject device and the endoscope, no image output. If additional information becomes available, this report will be supplemented.